Event description:
--

Manufacturer narrative:
Additional information received noted that this lead was surgically abandoned. A part of the lead will be returned for analysis. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Setscrew marks were noted on all terminal connectors. The lead passed all electrical testing. Laboratory analysis could not confirm the reported clinical observations.

Event description:
Boston scientific received information that an alert was triggered due to out of range shocking impedances. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.